Event description:
The customer reported biohazard waste overflowed and bubbled from the waste air filter while entering the laboratory involving the access 2 immunoassay system. The customer noted the laboratory technicians had not emptied the biohazard waste even though the instrument indicated the waste was full. The customer also noted the biohazard waste was on the keyboard and around the table. The customer was wearing protective gloves and began cleaning up the biohazard waste. While cleaning up the biohazard spill, the customer's arm came in to contact with the biohazard material and the customer washed the arm with alcohol. Following the biohazard exposure, the customer stated the eye began to bother and sought medical attention on (B)(6) 2014 at which a biohazard exposure treatment was given. The attending physician treated the customer with an hiv and hepatitis medication to prevent possible infection. It is unknown if any additional treatment was given to the patient. There has been no report of current patient outcome to date. Actual patient sample results were not impacted at the time of the fluid leak; there was no impact to patient care. The customer stated the facility has a biohazard waste protocol in place. No instrument issues were observed or reported. The instrument was in normal operation.

Manufacturer narrative:
Service was not dispatched as the customer did not question instrument performance. In conclusion, operator error contributed to the event as the biohazard waste was not appropriately emptied and proper personal protective equipment (ppe) was not worn at the time of the incident.